Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400s mg/dl) and a correction bolus via insulin pen was used to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were found. The customer declined to removed the cannula and stated that the cannula was to be changed.